Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to pacing inhibition, loss of capture and asystole greater than 2 seconds. No additional adverse patient effects were reported.